Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07244. It was reported that the instent restenosis occurred. A promus element stent was implanted . In (B)(6) 2015 the stent was noted to be 90% restenosed and was located in a severely calcified and moderately tortuous vessel. A 3.00mm x 15mm emerge balloon catheter was advanced to treat the lesion however the balloon ruptured at 10atms. The device was successfully removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.